Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated that he cannot get the insulin pump to deliver insulin. The blood glucose reading at the time of the event was 587 mg/dl. Customer stated that he had heart attack symptoms and went to hospital. He was informed that his blood glucose level was high. Diagnosed diabetic ketoacidosis. The current blood glucose reading is 271 mg/dl. During troubleshooting, the manual prime is correct, insulin did exit the tubing. Nothing further reported.